Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "under-infused, fluid was left in bag " was not reproduced. The device was tested for flow accuracy and delivered within intended range. The event history log review was performed and revealed an infusion programmed at a rate of 600 ml/hr and vtbi: 150 ml, which were not the recommended parameters for flow accuracy testing outlined in the spectrum service manual. However, no abnormalities that could cause or contribute to the reported problem were observed through the history log. Details regarding pump and IV setup cannot be determined through the log and were not provided by the customer, but could impact flow accuracy. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused, every time when used the fluid was left in bag found during testing in the biomedical service department. There was no patient involvement. No additional information is available.